Event description:
It was reported that the patient visited the ER (emergency room) with hyperglycemia. The patient's blood glucose levels reached 300 mg/dl. Patient reported they were trying to activate a new pod and received a communication error with the pod. Patient did not have additional pods or an alternative form of insulin delivery. Symptoms reported include nausea and headache. The patient was treated with IV (intravenous) fluids and insulin injections. The patient was released within 7 hours. The pod was not worn at time of ER visit due to communication error. The patient was provided with some pods from their hcp (health care provider) and reports successfully activating a new pod.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.